Manufacturer narrative:
H3 and h6. Codes: updated. One device sample was received for evaluation. Under visual inspection the inflation line was detached from pilot balloon. The complaint was confirmed. The root cause was not determined. The complaint issue has been escalated and corrective actions are in process. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflation line had come loose under the pilot balloon, and the air in the cuff had leaked out, so the tube was temporarily reinforced with tape and air was injected. The tube was then urgently replaced with another one. There was patient involvement, and no patient harm/adverse event reported.